Event description:
Pt undergoing pulmonary balloon valvuloplasty. In an attempt to introduce a 6mm x 2cm black diamond balloon through a 5 fr sheath previously placed in the right femoral vein, the sheath dislodged from the hub. A 7 fr sheath was introduced into the right femoral vein and the entire system was pulled out over the previously placed wire, with the help of a snare. Moderate venous stasis was observed in the right leg, requiring elevation and massage. Complete resolution of venous stasis was observed 3 days later.